Manufacturer narrative:
Batch review performed on (B)(6) 2021: lot 160642: 101 items manufactured and released on (B)(6) 2016. Expiration date: 2021-04-24. No anomalies were found related to the problem. To date, all items of the same lot have been sold without similar reported event since 2017 visual inspection performed by(B)(6) manager: during the analysis it is evaluated that almost all the ha coating on the stem body has been correctly absoerbed by patient bone. Only some fragments are present on the very proximal part of the stem shoulder. Some signs and scratches are present on the neck part of the stem, probably due to revision surgery. It is not possible to determine the root cause of the reported stem loosening. Clinical evaluation performed by (B)(6) manager femoral component (stem and head) revision performed 5 years after primary cementless total hip arthroplasty in a (B)(6) year old man. In the radiographic image provided, radiolucent lines and signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision surgery was performed about 5 years after the primary surgery due to stem loosening.